Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited "possible ventricular undersense" during one of the recorded events. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that no reprogramming had been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.